Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d1752,3 implanted: (B)(6) 2012, product type: accessory; product ID: 8709sc, lot# n318933003, implanted: (B)(6) 2012, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 500 mcg/ml; 24.01 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the pump was replaced on (B)(6) 2018 and soon after became infected. The entire system was explanted and discarded. The patient was re-implanted with new intrathecal baclofen system on (B)(6) 2018. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.